Manufacturer narrative:
Arjo received a service call from (B)(6) medical center in the us to inspect the citadel bed. When arjo representative visited the facility to pick up the bed, it was observed that the radius arm detached from the bed frame and the actuator was damaged. The c-clip- component responsible for securing the radius arm was still in place. There was no indication regarding patient involvement. No injury was reported. The investigation was carried out to determine the cause of the claimed malfunction. The simulations carried out by the manufacturer showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. In regards to information collected, it was not possible to confirm one of the above-mentioned scenarios, however in light of investigation results the cause related to the bed being blocked by the obstacle seems the most probable one. To sum up, the device failed to meet manufacturer's specification since radius arm detached from the bed frame, but there was no indication that the citadel bed was used with the patient when the malfunction occurred. The investigation carried out at the manufacturer allowed to determine that the radius arm detachment can occur when the bed is blocked by the obstacle. However, the above scenario cannot be confirmed with certainty. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse.

Manufacturer narrative:
The analysis of all gathered information and results of the evaluation is ongoing. The conclusions from the investigation will be provided to the follow-up report.

Event description:
Arjo received a service call from geisinger community medical center in the us to inspect the citadel bed. When arjo representative visited the facility to pick up the bed to arjo service center, it was observed that the radius arm detached from the bed's frame. There was no indication regarding patient involvement. No injury was reported.